Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml; 24.84 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2017. It was reported the patient had magnetic resonance imaging (MRI) recently. The MRI was not due to a suspected problem with the device or therapy. A motor stall was seen at initial interrogation. A motor stall recovery occurred. It was not less than two hours since the patient exited the MRI field. No symptoms were reported. No further complications were reported